Event description:
It has been reported to philips that the allura xper fd20 system did not start. The system was in clinical use at the time of the event, but no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not start. Upon further inspection, the fse found that the power tray failure. As a troubleshooting step, the fse checked the output of power tray and calibrated the test. It was found that the power tray didn't have an output voltage. Fse suggested to replace power tray. Philips commercial team sent this quotation, but customer didn't accept the quote. Quote expired hence no further service performed. The service has been completed in accordance with philips' quality policy. Tests and tools calibrated in pa tool. System is still not working, the customer will dismount the equipment. They will install one new azurion system at his place. The codes were updated based on the investigation outcome.